Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be replicated. The system performed as intended and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that after registering, the site got a localizer error. While this happened, the medtronic representative (mr) also got a uninterruptible power supply (ups) battery error that has been logged. Technical services (ts) instructed that mr to hard shut down the system and unplug it from the wall to reset the ups. After doing this, the mr turned on the system and it behaved as intended. There were no errors. The surgery was complete with navigation and there was no impact on patient outcome. Another mr saw the same error again with the battery warning. The mr confirmed that the ups was showing connected and green, when she unplugged the system from the wall. She witnessed the batteries deplete to 70%, but then stabilize back to 75% where it stayed powered on, again, while being unplugged from the wall. Mentioned a 7 minute window, kept it on for about 5 minutes and still did not die.